Manufacturer narrative:
Device return evaluation was completed . The customer reported complaint was confirmed. Device evaluation found no image has occurred due to damage to the imaging unit (image sensor cable). Disconnection/short circuit had occurred due to the damaged image cable. In addition, inspection noted an error e216 (scope communication error) occurred due to dirt on the electrical contact of the video connector. Furthermore, the following findings during inspection were noted on the device: video connector case is cracked due to external factors. The display of the light guide ( lg) connector is incorrect. The curved rubber adhesive noted chipped and adhesive missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image. Customer reported no image even if the connector is reconnected and after cleaning, the issue was not resolved. There was no patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit, or failure of internal board of video connector or the system caused the event. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was not displaying an image. There was no harm or user injury reported due to the event. The device was returned to olympus for inspection, and the repair center observed an e216 (communication error), which is also a potential adverse event. Attempts to retrieve additional information from the customer are in progress.